Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 23.4 mg/dl. The customer repeated the sample since the initial value was critical and was not consistent with the patient's history. The sample was repeated on a second analyzer, resulting in a glucose value of 109 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
The glucose reagent lot number was 86006901, with an expiration date of 31-may-2026. Calibration and controls were acceptable. The sample centrifugation time may have been shorter and the speed may have been faster than recommended by the tube manufacturer. The field service engineer determined that a reagent probe was contaminated. The reagent probes were replaced, the rinse levels were adjusted, and probes were adjusted. The investigation determined the service actions resolved the issue.